Event description:
A 2nd mitral valve implant was needed due to a defective suturing device being utilized with the original valve currently being implanted. Per scrub techs, doctor explanting the 1st valve for discard, and requesting to open a 2nd valve. Device and re-load sequestered in dept. No patient injury.